Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that during testing of the system the illumination module failed. The case was canceled. The illumination module was replaced. There was no patient involvement.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However the illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 10, 2012. Based on qa assessment, the product met specifications at the time of release. The reported event was not ¿confirmed¿ therefore, the root cause cannot be determined conclusively. (B)(4).